Event description:
Clinic notes dated (B)(6) 2012 and (B)(6) 2009 reported that the patient has a medical history of multiple strokes. The dates of the strokes is unknown, so it cannot be determined if they occurred prior to vns implant. In addition, the relationship to vns was not indicated. Attempts for additional information have been unsuccessful to date.

Event description:
Attempts for additional information regarding the stroke was unsuccessful. Information was received from the physician but no information was provided regarding the history of stroke.

Manufacturer narrative:
.